Event description:
Medtronic received information that during a coronary artery bypass case, resistance was noted when trying to crank open the patient's chest with this retractor. It was reported that metal was visibly shaving off of the device. The device was removed form the patient's chest, and a different device was used to complete the procedure. The surgeon remembered that the device had been difficult to open the last time it had been used. The device was returned for analysis.

Manufacturer narrative:
Analysis: reason for return was confirmed. Visual inspection was performed with the aid of andrew olson. Inspection shows a deep wear mark scratch on the retractor side rail. In addition, when opening the retractor, with slight pressure applied, some grinding was noted. This grinding caused small metal shaving to fall from the retractor. Further inspection shows some galling in the handle portion of the retractor. Conclusion: reduced performance of the device occurred and is related to the event. Review of complaints notes no similar reported incidents, suggesting this case to be an isolated occurrence. Medtronic continues to monitor field performance to detect similar event. No adverse patient effects.